Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving large differences between sensor glucose and blood glucose readings. Customer reported that the insulin pump was suspending when her blood glucose level was actually 144 mg/dl. Customer also reported receiving calibration errors and find a lost sensor alerts. Blood glucose level at the time of the call was not provided.